Manufacturer narrative:
Evaluation codes for section h6: 100-68 100-the product does conform to teh affected specifications. The mfg records and original lab records for raw material conform to standards. 68-the fracture surfaces exhibited fatique striations indicating that this device was fractured due to metal fatique. Other device used: catalog #32-9026-034-35 femoral head lot #33285800

Event description:
Device fractured requiring revision surgery.